Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy. After several attempts at grasping, the physician could not confirm the drop of the gripper on the anterior leaflet with the echocardiographic views. Thus, troubleshooting steps were performed but without any positive resolution of the issue. Given the uncertainty, they retracted the clip into the left atrium and removed it from the patient. When performing careful echocardiographic assessment after device removal, the echocardiologist noticed a new ruptured chord on the anterior leaflet. The defective clip was examined after removal and both grippers worked successfully after circling the lock mechanism one more time. Another clip was prepared and implanted successfully at the initial target which treated the new flail at the same time. Final mr was moderate at grade 2.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy. After several attempts at grasping, the physician could not confirm the drop of the gripper on the anterior leaflet with the echocardiographic views. Thus, troubleshooting steps were performed but without any positive resolution of the issue. Given the uncertainty, they retracted the clip into the left atrium and removed it from the patient. When performing careful echocardiographic assessment after device removal, the echocardiologist noticed a new ruptured chord on the anterior leaflet. The defective clip was examined after removal and both grippers worked successfully after circling the lock mechanism one more time. Another clip was prepared and implanted successfully at the initial target which treated the new flail at the same time. Final mr was moderate at grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets and gripper actuation issue appear to be related to patient morphology/pathology due to very restricted and curved posterior leaflet with important posterior mitral annulus calcification. The reported tissue injury appears to be due to the multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.